Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the angus during a procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the bands onto the bleeding lesion site; however, "it could not secure it, the ligator detached causing continuous bleeding." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 8, 2024: it was reported that the patient already had a little bleeding prior to the procedure. The bands were deployed onto the lesion where the site of the bleeding was located; however, it was unable to remain attached to the lesion and it caused continuous bleeding, the second speedband superview super 7 used to complete the procedure resolved the bleeding.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h2 (additional information): block b5, block h6 (patient code), and block h6 (impact code) have been updated based on the additional information received on july 8, 2024. Block h2 (correction): block b3 has been updated. Block h11: the returned speedband superview super 7was analyzed, and a visual evaluation noted that the device returned without the ligator housing, and the handle has evidence that the trip wire was secured. The suture was tangled up with the trip wire. No other problems with the device were noted. The reported event of bands falling off varix cannot be confirmed. Upon analysis, the device returned without the ligator housing, and the handle has evidence that the trip wire was secured. The suture was tangled up with the trip wire. Since the ligator housing was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the bands onto the bleeding lesion site; however, "it could not secure it, the ligator detached causing continuous bleeding." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands unable to remain attached to the varix, and it fell off the varix.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h2 (additional information): block b5, block h6 (patient code), and block h6 (impact code) have been updated based on the additional information received on july 8, 2024. Block h2 (correction): block b3 has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the bands onto the bleeding lesion site; however, "it could not secure it, the ligator detached causing continuous bleeding." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 8, 2024: it was reported that the patient already had a little bleeding prior to the procedure. The bands were deployed onto the lesion where the site of the bleeding was located; however, it was unable to remain attached to the lesion and it caused continuous bleeding, the second speedband superview super 7 used to complete the procedure resolved the bleeding.